Event description:
It was reported via repair work order that the brakes could not remain engaged due to broken brake pad. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer confirmed that this complaint was entered in error and that all devices at this account were working to specification.

Event description:
It was reported via repair work order that the brakes could not remain engaged due to broken brake pad. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer could not locate unit. Rwo cancelled.